Event description:
It was reported that during an initial implant procedure, the left ventricular (lv) lead dislodged upon slitting. The lead was repositioned in a different coronary sinus branch and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.